Event description:
Patient reported "complications" with her triathlon knee. Primary surgery (B)(6) 2023. Patient is inquiring if implant is subject to recall. Update: wife of patient states husband has a right knee infection post primary right knee triathlon surgery. Currently requires two different antibiotics. One antibiotic is every 8 hours and the other is every 24 hours. Wife stated that he required the "plastic" part of his knee to be "changed out". No additional information provided at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Update to patient info. Reported event: an event regarding infection involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pathology reports, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Patient would like to know if his implants were involved in a recall. As no device details were supplied then its not possible to determine if the patient¿s implant is subject to a recall.

Event description:
Patient reported "complications" with her triathlon knee. Primary surgery (B)(6) 2023. Patient is inquiring if implant is subject to recall. Update: wife of patient states husband has a right knee infection post primary right knee triathlon surgery. Currently requires two different antibiotics. One antibiotic is every 8 hours and the other is every 24 hours. Wife stated that he required the "plastic" part of his knee to be "changed out". No additional information provided at this time.